Event description:
During the laparoscopy part of the robotic case the instrument being used was the harmonic. The harmonic insert piece of the instrument bent and broke. The piece was obtained whole and removed from patient. Dr. Was aware. The product was obtained and given to materials management. No harm to the patient.